Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. The right ventricular (rv) lead was noted to have a high p acing impedance and a sudden variation in pacing impedance and non-sustained episodes. Noise was able to be reproduced during patient maneuvers. During the revision procedure, the lead was broken while being explanted. Another lead was implanted. No patient complications have been reported as a result of this event.